Event description:
A customer reported experiencing a cartridge alarm during the load process of their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the caller on the correct load process, and despite attempts to resolve the issue by loading a new cartridge, the alarm persisted. The customer did not have a backup therapy method available and planned to consult their healthcare provider for further guidance.